Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins never held a charge and for that reason they let the ins become overdischarged in the summer of 2018. No symptoms or further complications reported.